Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: site states that they have experienced blood refluxing from the safsite valve (415068). Once a syringe has been disconnected post flushing of the line. Customer states the following in an email: "it's pretty much impossible to tell the product is faulty until you have it connected to a patient, the pressure of the reflux valve from blood pressure in the vein in combination with attaching something with a lure lock seems to show highlight the issue. It's pretty easy to "feel" at that point it's loose, and then usually it'll be followed by a bunch of blood +/- saline leaking everywhere. I got 3 of these faulty ones in a row the other day and they all didn't feel tight when I went to screw a syringe onto the end of them." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.